Manufacturer narrative:
Pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected failed battery test alarm, battery out limit, off no power alarm or weak battery alarm anomaly noted. Pump had cracked battery tube threads

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump received a failed battery test. The customer¿s blood glucose level was 12 mmol/l and current blood glucose level was 23 mmol/l. The customer checked the alarm history and found the battery out limit and failed battery test. The troubleshooting was performed for cosmetic damage. The customer was advised to discontinue use of the pump and revert to a back-up plan the insulin pump will not be returned for analysis.